Event description:
Per the clinic, reportedly the patient experienced a decrease in performance. The results of an integrity test 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery.